Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C91747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child) and obesity. Concurrent conditions included vaginitis, adenomyosis and anorectal discomfort. Concomitant products included etonogestrel (implanon) since 2009 to october 2013. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and cystitis ("bladder infection"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, bacterial vaginosis and alopecia outcome was unknown, the menorrhagia, female sexual dysfunction, vaginal discharge, bladder disorder, urinary tract disorder and cystitis had not resolved and the dysmenorrhoea and dyspareunia had resolved. The reporter considered alopecia, bacterial vaginosis, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the patient was not having pain prior to their placement and on numerous cases has been seen for evaluation and a diagnosis of ovarian cyst was removed or pelvic inflammatory disease. She had received treatment for pain and urinary/bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: event was added- bladder problems, urinary problems and bladder infection. Outcome of events aperunia, menorrhagia ,vaginal discharge updated to not recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. (B)(6)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child) and obesity. Concurrent conditions included vaginitis, adenomyosis and anorectal discomfort. Concomitant products included etonogestrel (implanon) since 2009 to (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, female sexual dysfunction, vaginal discharge and alopecia outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter considered alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the patient was not having pain prior to their placement and on numerous cases has been seen for evaluation and a diagnosis of ovarian cyst was removed or pelvic inflammatory disease. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. Case becomes an incident. Lot number was added. Injury event was removed. New events added: abnormal bleeding (vaginal), menorrhagia, bacterial vaginosis, apareunia, dysmenorrhea , dyspareunia, vaginal discharge, hair loss. Outcome of the event dysmenorrhea and dyspareunia were update to recovered/resolved. Concomitant drug and concomitant conditions and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.